Event description:
Crm-sal-2023-001 the physician indicated the patient has never been seen since implantation. The physician's secretariat indicated the patient was transferred in an ehpad where patient past away. The patient¿s death occurred on (B)(6) 2022. Preliminary investigation revealed that no relationship with the device is suspected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.